Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that a pericardial effusion occurred. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2017. There was 3mm pericardial effusion at baseline. A 27mm watchman ® laa closure device was deployed with a complete seal. A post implant tee revealed that the baseline pe remained unchanged. In (B)(6) 2017, at the patients 3 month follow-up, a tee revealed a <=5mm jet and 7mm pe with a bidirectional shunt. The patient was currently on an 81mg aspirin and no additional intervention was performed.